Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 375cc smooth mentor memorygel breast implant, catalog # 3503751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a 375cc smooth mentor memorygel breast implant and experienced postoperative right-sided paresthesia. The patient reported right-sided numbness, achiness, pressure, and that she squeezes hand to relieve the pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on december 29, 2022 indicated that the patient said she has a rupture per her mammogram. It came on slightly and now her whole right arm and hand is numb and it's like a biting pain. On january 6, 2023, primary care physician called to advised that the mammogram results from (B)(6) 2022 reflected that there was contour abnormalities of the right breast implant that raises the question of potential rupture. Mammogram taken (B)(6) 2022 w/findings provided 12/12/22. Manufacturer¿s reference number: (B)(4).